Event description:
It was reported that the patient was admitted for pancytopenia. A push enteroscopy was performed and gastrointestinal (gi) bleeding from an arteriovenous malformation (avm) was found in the antrum. There was a small antral avm with a small overlying blood clot treated with argon plasma coagulation (apc). Otherwise, the push enteroscopy was normal to the proximal jejunum. Flex sig was normal to the descending colon. Medium hemorrhoids were present. The mucosa in the colon and stomach was friable, due to thrombocytopenia and anticoagulation. The patient was lethargic with occult positive stools. The avm was cauterized and the patient's inr goal was lowered.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas) and no further related events have been reported. The heartmate 3 lvas instructions for use (IFU) lists bleeding as an adverse event that may be associated with the use of the heartmate 3 lvas. This IFU provides information regarding anticoagulation, as well as suggested anticoagulation modifications. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of this IFU, ¿introduction¿, lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.